Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 60, 63 mg/dl, 61 mg/dl. The customer's expected fasting blood glucose test result range is 99 to 130mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in a zip-lock bag. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is undisclosed and open vial date is 11/15/2016. The meter memory was reviewed for previous test result history: :61mg/dl (B)(6) 2016 06:17 pm fasting: yes. :63mg/dl (B)(6) 2016 05:59 pm fasting: yes. :60mg/dl (B)(6) 2016 12:10 pm fasting: yes. :122mg/dl (B)(6) 2016 08:44 am fasting: yes. :108mg/dl (B)(6) 2016 06:32 am fasting: yes. Customer stated that she opened her container of test strips less than a month ago. The customer cannot verify any of her information off her test strips as she states that she threw away the container of test strips and is keeping her strips in a ziplock bag. Meter memory was not set with date and time correctly.